Event description:
The end user reported that six weeks ago a small red area formed inferior to stoma where tape collar comes in contact with skin. Area spread to cover a larger area remaining under tape collar.

Manufacturer narrative:
Based on available info, this event is deemed a serious injury. The end user stated that she had discussed the issue with the physician and wound ostomy continence nurse, and was prescribed nystatin antifungal medication. She went on to report that the area continued to spread and now covers entire lower edge of tape collar. The application of antifungal powder using crusting technique and cutting edge of tape collar away from wafer was discussed with the end user. The end user reported that the box she has presently been using was discarded. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted.